Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a (B)(6) female patient received two osseospeed dental implants on (B)(6) 2008 in region 3 and 4 (fdi # 16 and 15). The prosthetic construction was delivered (B)(6) 2009. The dentist reports that the patient has been experiencing pain for many years and is allergic to many metals. The prosthetic construction was removed in 2015 due to suspected allergy. However it is stated that the patient´s problems did not disappear until the implants were removed on (B)(6) 2016.

Manufacturer narrative:
Evaluation of the implant's surface properties did not show any deviations.